Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a black screen. The customer felt that the insulin pump was not delivering insulin. Troubleshooting was not possible due to the black screen. Advised that the insulin pump would be replaced. Nothing further was reported.